Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net, noise was noted that the right ventricular lead exhibited noise and sensing variation. No additional information was available.